Event description:
It was reported that the patient underwent a posterior surgical procedure at t10-pelvis. It was reported that while inserting a bone screw the driver tip broke off and could not be retrieved from the screw. The surgeon attempted to place the rod in the bone screw but could not due to the driver tip sitting proud in the tulip head. The bone screw was removed and replaced with a new screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.